Event description:
The surgeon was doing a cervical corpectomy case in which he was using a 3-level manta ray plate (only using end screw holes). He was implanting 4 mm diameter variable screws and was using the double barrel drill guide. The second variable screw was inserted and when he went to tighten it down, it went through the plate. They did not try another screw to risk the same thing happening again. They ended up taking the plate off and extracting the screws. He then went back in with a 2-level plate with a slightly small length and had no problems.

Manufacturer narrative:
Upon investigation of the screw involved in this incident, they were found to be mfg to rev a. This revision has been updated to increase the diameter of the screw head, as well as tighten the tolerances on the screw head for a more consistent fit with the plates.